Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission noted that the patient's premature ventricular contraction (pvc) history was causing far r-wave over-sensing or retrograde conduction, which was causing inappropriate mode switch episodes. Additionally, the patient had pseudopseudofusion from atrial pacing events landing on pvc causing functional under-sensing due to ventricular blanking. Programming changes were made on (B)(6) 2020. The patient was in stable condition.